Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ('menorrhagia with very heavy menstrual periods') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Concurrent conditions included obesity. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and adenomyosis ("uterine adenomyosis"). The patient was treated with surgery (total inter-ovarian hysterectomy for uterine adenomyosis). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia and adenomyosis outcome was unknown. The reporter considered adenomyosis and menorrhagia to be related to essure. The reporter commented: the sample was available. Removal was performed at patient's request. Follow-up 6 or more months following essure removal was not performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: essure device removal questionnaire was received and the following information was provided: patient¿s initials, date of birth, weight, height and medical history provide; removal method added; reporter causality updated to related. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ('menorrhagia with very heavy menstrual periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and adenomyosis ("uterine adenomyosis"). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis and menorrhagia with essure. The reporter commented: the sample was available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ('menorrhagia with very heavy menstrual periods') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Concurrent conditions included obesity. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and adenomyosis ("uterine adenomyosis"). The patient was treated with surgery (total inter-ovarian hysterectomy for uterine adenomyosis). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia and adenomyosis outcome was unknown. The reporter considered adenomyosis and menorrhagia to be related to essure. The reporter commented: the sample was available. Removal was performed at patient's request. Follow-up 6 or more months following essure removal was not performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: quality-safety evaluation of ptc. We received a complaint sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ('menorrhagia with very heavy menstrual periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and adenomyosis ("uterine adenomyosis"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the menorrhagia and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis and menorrhagia with essure. The reporter commented: the sample is available. Amendment: the report was amended for the following reason: evaluation codes added. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.